Manufacturer narrative:
(B)(4). Complaint conclusion: it was reported that during prep of a mynxgrip vascular closure device (vcd) the balloon failed to deflate. 1 ml of contrast and 2 ml of saline was being used. The balloon was inflated as usual and when the tech attempted to deflate the balloon it would not deflate. The physician and tech both tried using a different syringe; however, this was unsuccessful. A new vcd from the same lot number was used successfully. The non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttled was engaged to the black handle. The procedural sheath was not returned. The advancer tube and the sealant remained in their manufactured positions. It was also observed that the returned device was covered with a thick layer of dried contrast and saline solution which may have contributed to the reported balloon failure to deflate. Leak testing was performed on the balloon of the returned device with water and significant resistance was felt. Subsequently, it was revealed that the catheter¿s lumen was clogged by the dried solution which prevented the balloon from being inflated. Multiple attempts to inflate the balloon with water were made and the remaining dried solution in the catheter¿s lumen was successfully cleaned out. The balloon was retested and was able to inflate and deflate as intended per the mynxgrip instructions for use, (IFU). The inflation indicator pressure release test was performed and it was noted to be within specification. The balloon was re-inflated with water and pressure was held with proper functioning of the inflation indicator. The balloon and inflation indicator performed as intended per specification. A review of the manufacturing documentation associated with lot f1716601 presented no issues during the manufacturing process that can be related to the reported complaint. The reported balloon failed to deflate failure was confirmed. Based on the information provided, the condition of the returned device and the investigation performed, the reported event may have been caused by the viscous contrast solution being used during the procedure. It should be noted that the viscous contrast solution might have caused the difficulty to inflate/deflate the balloon and/or delay the balloon¿s inflation/deflation time. However, without being present when the incident occurred, the root cause of the reported event could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the device. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that during prep of a mynxgrip vascular closure device (vcd) the balloon failed to deflate. 1 ml of contrast and 2 ml of saline was being used, the balloon was inflated as usual and when the tech attempted to deflate the balloon it would not deflate. The physician and tech both tried using a different syringe; however, this was unsuccessful. A new vcd from the same lot number was used successfully. The vcd will be returned for analysis.